Event description:
It was reported that 15 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced a breach in sterility. The following information was provided by the customer: device that has its packaging with one of its ends uncovered by issues inherent to the manufacturer. Quantity affected from each batch: 7250624 - (B)(4) unit, 7342715 - (B)(4) unit, 8145844 - (B)(4) unit, 8071624 - (B)(4) unit, 7289646 - (B)(4) unit, 8016936 - (B)(4) unit and 8036971 - (B)(4) unit.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the three photographs provided. Photo one displayed yellow plastic bags with packages and product. Photo two displayed yellow plastic bags inside of a larger clear plastic bag. Photo three displayed yellow plastic bags with package and product. Based on the evaluation of the submitted photos; the photos did not reveal any visible anomalies or damage that would contribute to the reported issue. The source could not be confirmed without the actual units for observation and/or evaluation. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8071624, medical device expiration date: 2021-02-28, device manufacture date: 2018-03-12. Medical device lot #: 7289646, medical device expiration date: 2020-09-30, device manufacture date: 2017-10-30. Medical device lot #: 8016936, medical device expiration date: 2020-12-31, device manufacture date: 2018-01-16. Medical device lot #: 8036971, medical device expiration date: 2021-01-31, device manufacture date: 2018-02-05. Medical device lot #: 7250624, medical device expiration date: 2020-08-31, device manufacture date: 2017-09-07. Medical device lot #: 7342715, medical device expiration date: 2020-11-30, device manufacture date: 2017-12-14. Medical device lot #: 8145844, medical device expiration date: 2021-04-30, device manufacture date: 2018-05-25.

Event description:
It was reported that 15 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced a breach in sterility. The following information was provided by the customer: device that has its packaging with one of its ends uncovered by issues inherent to the manufacturer. Quantity affected from each batch: 7250624 - 1 unit, 7342715 - 6 unit, 8145844 - 2 unit, 8071624 - 6 unit, 7289646 - 1 unit, 8016936 - 2 unit, 8036971 - 2 unit.